Event description:
We have received a product report involving a non-(B)(6) product and are sending you the information in accordance with 21 cfr 803.22. Below is a brief description of the information received: tody unknown (nurse / (B)(6)) called during a fess case to report that the 3d model of the patient reference frame seen on the model was not the patient reference frame being used in the procedure. The site was using the stingray, but the system was displaying the headband tracker. Ts facetimed and confirmed that the system was displaying the headband. Ts had the site go to the equipment page and remove several patient trackers that were not the stingray from the equipment. The headband was not present in the equipment page. When I returned to the registration page, this did not resolve the issue. The site rebooted, and after the reboot, they were able to pull up the images, and it displayed the correct patient reference frame. The site was then able to continue as normal. Patient present. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).